Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that customer went to emergency room and was hospitalized due to diabetic ketoacidosis and high blood glucose of 473mg/dl on march 16,2018. Customer¿s current blood glucose was 250mg/dl and blood glucose when they admitted was 700mg/dl. Customer was wearing insulin pump at time of hospitalization. Customer alleged possible pump under delivery. Drive support cap appears normal. Customer performed high pressure test and passed. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08765 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. .